Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2017 with the following findings: review of the black box data revealed evidence of cs012 alarms. On investigation, the pump was powered on and exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. There was no evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.